Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator had not reached end of service. Further follow-up revealed that treating neurologist beleves that the lead may be broken because the patient "picks and pulls" at lead. Neurologist indicated that if the lead is replaced, it might be positioned differently to minimize manipulation by the patient. The patient was referred to neurosurgeon for consult regarding possible lead replacement surgery. X-rays reviewed by neurosurgeon were inconclusive in determining whether there were any discontinuities in the vns therapy system. Investigation to date had been unable to determine the cause of the high lead impedence reading. It is not known whether or not the patient is scheduled for lead replacement surgery.